Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high and low blood glucose of 47mg/dl to 250 mg/dl and the pump alarmed button error. Customer treated with a juice box. Troubleshooting found that the pump freezes up and does not respond to button presses. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces also, unable to prime during prime test due to faulty force sensor resistor. No button error alarms or frozen display noted. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. However, the operating are currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. The insulin pump had cracked case at the reservoir tube window corners, cracked battery tube threads and minor scratches on the lcd window.